Event description:
The hospital reported that hst iii system (3.8mm) misfired on aortic punch. There was no patient harm. There was a slight delay getting new heartstring.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: the device was returned to the factory for evaluation on 04/16/2025. An investigation was conducted on 04/17/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The aortic cutter was not returned for evaluation. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. He inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "fitting problem " was observed. The lot # 3000415599 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a